Event description:
It was reported that the patient presented in the emergency room after receiving multiple inappropriate shocks for svt. The patient had reported feeling fatigued prior to receiving the shocks. The device was reprogrammed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.